Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5132500.

Event description:
It was reported that the patients leads were fractured. The patient underwent a lead replacement procedure and was doing well post-operatively.